Event description:
It is reported that during a procedure, the tibial component and the stem kept disassociating from each other; therefore, they could not be implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.